Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after announcing a usual breakfast and eating one-half bran muffin, a cup of mixed fruit, and sausage, the user¿s blood glucose rose to 300 mg/dl while using a dexcom g7 sensor with the ilet system; the event was categorized as a meal announcement issue with an incorrect meal type and a high glucose alarm at 300 mg/dl. Symptoms included hyperglycemia without associated acute symptoms. Outcomes included no medical intervention, no ketone testing, and self-resolution with glucose trending down to 240 mg/dl within approximately 30 minutes outside the target range. Investigation included complaint intake review and assessment of reported alarms and user inputs. Investigation of this case revealed a use-related issue consistent with incorrect meal type selection or misestimation of carbohydrate impact, with no device alarms beyond the glucose value and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement that led to underdosing for the carbohydrate content.